Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the keypad of the insulin pump was damaged. It was also reported that the pump was not working due to an unknown error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer mentioned that the pump functionality was affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a torn keypad overlay starting at the select button. The pump powered up after battery installation however, there was no down arrow or select button response. Unable to perform the self test, download the trace and history files using thus (download difficulty), or verify any pump error alarms due to the no button response. Removed the keypad overlay and button dome switches for a visual inspection. Found flattened (creased) down arrow and select button dome switches. Additionally, the keypad assembly is pushed in (indented) at the center (the select button location). The pump was cut open for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, and force sensor during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, torn keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, cracked battery tube threads, stained serial number label, and pillowing keypad overlay. Unresponsive keypad (down arrow and select) buttons is confirmed due to flattened (creased) button dome switches. Download difficulty is confirmed due to no button response. The unspecified pump error alarm complaint is unknown due to no button response. Torn keypad overlay and crack on the back of the pump is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.